Event description:
It was reported that the patient presented for routine implant of the right atrial lead. Despite multiple placements attempts the p-wave amplitude measurement was low. A replacement lead was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of p-wave amp variation was not confirmed. The device was returned for analysis. Electrical and visual analysis was normal with no anomalies found.